Event description:
It was reported that a device was used during a vagotomy/partial gastrectomy. The device did not cut the tissue. Another device was used to complete the case. There were no patient consequence.